Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that " menu unavailable message appeared during use, delaying surgery whilst the theatre team restarted the tc201. This reportedly failed to resolve the issue. It was reported that the surgical prolongation was between 15 and 60 minutes. Therefore, this case is deemed as reportable. This new information becomes available on 2025-02-03.